Event description:
It was reported that the patient was hospitalized for right groin pain and slight bleeding found to be a pseudoaneurysm. The pseudoaneurysm was first measured to be 1.5x1.1cm on (B)(6) 2025 and gradually decreased until it was determined to be resolved on (B)(6) 2025. A vascular surgery attempted psa injection at bedside however due to small size, the procedure was unsuccessful and as such the participant restarted doac and was discharged on (B)(6) 2025. It is unknown if the device will be returning for analysis. Additional information was received. A vascular ultrasound scan was performed on (B)(6) 2025 and showed normal duplex findings, with no evidence for pseudoaneurysm, hematoma, or vascular injury.

Manufacturer narrative:
Update to initial, MDR in block(s) b5.

Event description:
It was reported that the patient was hospitalized for right groin pain and slight bleeding found to be a pseudoaneurysm. The pseudoanerusym was first measured to be 1.5x1.1cm on (B)(6) 2025 and gradually decreased until it was determined to be resolved on (B)(6) 2025. A vascular surgery attempted psa injection at bedside however due to small size, the procedure was unsuccessful and as such the participant restarted doac and was discharged on (B)(6) 2025. The device is not returning as it was disposed. Additional information was received. A vascular ultrasound scan was performed on (B)(6) 2025 and showed normal duplex findings, with no evidence for pseudoaneurysm, hematoma, or vascular injury.

Manufacturer narrative:
Correction to initial, MDR in block(s) b1,b2. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pseudoanerusym is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of pseudoanerusym is a known inherent risk of the faradrive device. Pseudoanerusym is an expected procedural complication addressed within the IFU for the faradrive. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
Update to initial, MDR in block(s) b5, it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was hospitalized for right groin pain and slight bleeding found to be a pseudoaneurysm. The pseudoanerusym was first measured to be 1.5x1.1cm on (B)(6) 2025 and gradually decreased until it was determined to be resolved on (B)(6) 2025. A vascular surgery attempted psa injection at bedside however due to small size, the procedure was unsuccessful and as such the participant restarted doac and was discharged on (B)(6) 2025. The device is not returning as it was disposed. Additional information was received. A vascular ultrasound scan was performed on (B)(6) 2025 and showed normal duplex findings, with no evidence for pseudoaneurysm, hematoma, or vascular injury.

Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status,

Event description:
It was reported that the patient was hospitalized for right groin pain and slight bleeding found to be a pseudoaneurysm. The pseudoanerusym was first measured to be 1.5x1.1cm on (B)(6) 2025 and gradually decreased until it was determined to be resolved on (B)(6) 2025. A vascular surgery attempted psa injection at bedside however due to small size, the procedure was unsuccessful and as such the participant restarted doac and was discharged on (B)(6) 2025. It is unknown if the device will be returning for analysis.